Event description:
It was reported that the pump experienced a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean specific parts of the pump and assisted in filling a new cartridge. The caller successfully loaded the new cartridge onto the pump and resumed insulin delivery, resolving the issue.